Event description:
Information received from the field notes that during a routine follow-up, the device was at end of life and pacing at 63 ppm in vvi mode with a magnet rate of 80 ppm. The patient was pacemaker dependent.